Event description:
Essure birth control devices were implanted in (B) (6) 2008. Immediately after and until the devices were removed, I began experiencing excruciating pain in my lower back as well as two-week long menstrual cycles and spotting in the remaining two weeks of each month. I saw several doctors and shared with each of them my opinion that the unbearable pain and menstrual issues were caused by the essure implants, as that is when it all began . Each doctor had a different opinion of what was causing these problems; peri-menopause, endometriosys, s-I joint problems, etc. I was treated with physical therapy, oral contraceptives, and heavy pain medication. None of those treatment worked and after being in constant extreme agony every second of every day for 16 very long months, I finally met with a doctor willing to entertain the possibility that the essure was the cause of the problems. In (B) (6) 2009, the essure implants were removed, and therefore, also my fallopian tubes -fortunately this doctor was able to do so without removing my uterus-, and my back pain was 100% completely gone before I even left the hospital an hour after surgery. The spotting and extra-long menses also ended after the essure removal. This proves to me and the doctors that the essure devices were the cause of he horrible pain I endured and the menstruation issues. Because of the back pain, I missed over 100 days of work and was labeled in my medical file as a drug abuser because the pain led me to use more pain medication than I was prescribed just to get a small amount of relief from the misery I was experiencing. I have since found via the internet that there are thousands of women having similar problems from the essure devices. Most have to have a hysterectomy to get them removed and some, like me, had trouble finding a doctor willing to remove them as the doctors -especially those trained by the essure MFR- are quite unwilling to admit essure could be causing the problems. Something needs to be done about this. This wasn't a mild discomfort. It was the worst pain I've ever had, including childbirth, and it was constant for well over a year. If it can be prevented in others, it certainly should be. Route: dates of use: (B) (6) 2008 - (B) (6) 2009. Diagnosis or reason for use: birth control. Event abated after use stopped: yes.